Event description:
On 12/1/2021, it was reported by a sales representative via (B)(4) that an ar-623-57 tka femoral cutting block broke in two pieces. This was discovered during a procedure on (B)(6) 2021. When surgeon was positioning the cutting block, it broke in two. There weren't any complications to the procedure and patient was not affected. Case was completed using a new device.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms the block has broken in two pieces. Break occurred at near the matting connection point. Device functioning was not performed due to the damaged of the device. The most likely cause for the reported failure can be attributed to misuse of the device due to dropping the device and/or hitting the device with another instrument.